Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer, during use, that the cs300 intra aortic balloon pump had displayed failure alarm, low vacuum alarm, and electrical test fails code 52 message. The device was replaced with another cs300 device. The downtime to transfer to another device was minimal less than a minute. There was no patient harm.

Manufacturer narrative:
Updated fields - b4, b5, e1(event site state), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - d10, h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, found volume cylinder not working. Replaced volume cylinder (0202-00-0133), that operating correctly. Found dried blood throughout the patient interface module customer does not wish for the machine to be repaired any farther. Customer wishes not to invest any more time or money into this machine. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) had system failure, low vacuum, electrical test fails code #52. There was patient involvement however, no adverse event reported. Calls for assistance with a cs300 console. She states that a system failure, low vacuum, and electrical test fails code #52, messages have all been seen on the cs300. She has cycled the power of the cs300 and states it is functioning appropriately at the time of the call. I reviewed the messages/alarms that occurred with (B)(6), and she was not sure in which order they had appeared. She states down time was minimal and does not wish to share any patient information as patient status is unchanged. We reviewed the option of obtaining another pump to continue the therapy. (B)(6) agrees it would be best and states she will call back when another pump is obtained. At 12:34am on 6/21 she calls for assistance in transferring the therapy to another cs300. This is done with minimal downtime of less than a minute. She again does not wish to give patient information and gives the necessary information for a complaint and obtain service for the console. (B)(6) is appreciative of the support tonight.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6- medical device problem code and h11. The fse went for repair and identified blood back in the pim module, however customer did not accept the quote for repair. The followup report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer, during use, that the cs300 intra aortic balloon pump had displayed failure alarm, low vacuum alarm, and electrical test fails code 52 message. The device was replaced with another cs300 device. The downtime to transfer to another device was minimal less than a minute. There was no patient harm. The fse went for repair and identified blood back in the pim module, however customer did not accept the quote for repair.